Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Gcm received an email on 31-dec-2024 via service cloud from (B)(6) , a complaint coordinator from medline industries, lp on behalf of (B)(6). This is regarding an irrigation set 10/ca with list number ir-500 and lot number 6027260. Product was manufactured on 25-jun-2024 and will expire on 25-jun-2028 and has a purchase order number of 4517960583. It was stated in the report that their customer has had leaking issues with this product. Samples of the defective product are available for investigation. Status of the product at the time of the event was unknown. There was unknown patient involvement, but no patient harm/adverse event was being reported. Crasonable (B)(6) 2025.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.